Event description:
It was reported to olympus that the insufflation unit was alarming for high pressure and would not stop. This occurred during preparation for use for a laparoscopy therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, root cause of the event could not be identified. Olympus will continue to monitor field performance for this device.